Event description:
A customer observed positively biased glu qc results on the vitros 5.1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the biased results were specific to 1 lot of slides. The customer recalibrated using a new lot of slides, and the post-calibration qc is acceptable. The root cause of the event was not determined.